Event description:
It was reported that a nurse observed the flow rate of solution slow down in a one-link extension set by perception of the frequency of drops. This was observed during priming with lactated ringer's solution using gravity. A quantitative flow rate was not reported. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device evaluation was completed to investigate the reported issue. Initial visual inspection did not identify any abnormalities that could have contributed to the reported condition. Further microscopic inspection noted a re-knit on the center gland. The reported condition was verified through evaluation. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.